Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a corroded electronic assembly.

Event description:
The customer reported that the insulin pump had moisture underneath the screen. No further information was provided.